Event description:
Spontaneous call from patient stating a veletri cassette the tubing "fell out of the track" on top and prevents from attaching to the pump, patient attached another cassette without issue. Stated this happened once last month as well. This cassette lot 3983323. Patient has cassette for return to manufacture if requested. Cassette was not in use when fault occurred. No lapse in infusion or side effects due to malfunction. Sending replacement cassettes with next refill. Patient does have back up cassette and successfully continued their infusion. Infusion is life-sustaining. Outcome-resolved. Reported by (B)(6) by: patient/caregiver.